Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient could not connect with the implantable neurostimulator recharger (insr) or the patient programmer (pp) with their implantable neurostimulator (ins). This issue was first noticed about a week or more prior to the report. It was later reported that the patients stim was needing to be checked out because there was a problem with it. The last successfulrecharge and the last time the patient felt stimulation was sometime in november of 2018. In the end, the patient was re-directed to follow-up with their healthcare professional (hcp) due to a possible overdischarged ins. There were no further complications reported or anticipated. Additional information received from a manufacturer's representative and a consumer. It was reported that the patient had an unrelated surgery and as a result didn't charge their ins. A trickle charge was performed and the por was cleared successfully. The patient was educated on the importance of keeping the battery charged. No further complications reported. Additional information was received from a manufacturer representative (rep). The ins was confirmed to be overdischarged. No further complications are anticipated. Additional information received from the rep indicated that the patients battery was overdischarge, and a physician mode reset was being performed. According to patient, this is not the first time. Battery may not come back. The physician will schedule a replacement in that case. Additional information received. Rep reported system was completely replaced. Battery was over discharged. Leads were replaced to get more coverage in rle due to phantom limb pain and left knee pain. Provided education on recharging and patient programmer use. Device was discarded by customer.